Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hotel; the customer fell. The cause of death is under investigation to find out whether it was an accident or not. The customer was dead at the scene. The caller stated that the customer had hypertension. The caller stated that they assume the customer was wearing the insulin pump. The caller stated that the customer was using sensors and assumes that a sensor was worn at the time of death. The caller stated that they do not have the customer's insulin pump.